Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
The eye care provider alleges the patient experienced a corneal ulcer while using the product. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.